Event description:
Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi (intensified follow-up indicator) = no condition. The battery voltage was measured at 2.821 volts, and the memory locations on the generator indicated that 84.866% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator, and the pulse generator performed according to functional specifications.

Event description:
Patient underwent a lead revision surgery and it was noted that the explanted lead was not available for return.

Event description:
The patient's device was checked prior to having a battery replacement, and high lead impedance was observed. The surgeon decided to only change the generator, so high impedance was still observed once the new generator was connected to the lead. The explanted generator was received by the manufacturer but product analysis has not been completed to date. No known surgical intervention has occurred with the lead to date. No other relevant information has been received to date.